Manufacturer narrative:
D3: correction. D9: 18-sep-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed that the capacitor on the main board was blown and failed, causing burns to surrounding components. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and functional testing was performed. The main printed circuit board was replaced to resolve this issue. Following repair, the pump failed 12-hour run-in test, so the clutch and leadscrew was also replaced.

Event description:
It was reported that the device exhibited an 'audible failure alarm'. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.